Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred on the left side. A decrease in the pressure was noticed when the catheters were in the left superior pulmonary vein and in the left appendage. The isolation of the right pulmonary veins had been performed previously. A transthoracic echography revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.